Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. Reportedly, the customer thought the occlusion occurred in the tubing based on a 5 units bolus test they performed. However, this could not be confirmed with tandem's technical support as the customer changed the cartridge and the infusion set. The customer&#38112;blood glucose level was not impacted and no further issues were noted.